Manufacturer narrative:
Right centrum infarct is reported in MFR# 2916596 - 2020 - 00684. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a right prefrontal infarct on (B)(6) 2014. The patient had a myocardial infarction in 2014 and received a stent to the left anterior descending coronary artery (lad) and left circumflex coronary artery (lcx). This was complicated by massive myocardial injury. In order to save muscle tissue, the patient was put on extracorporeal membrane oxygenation (ECMO) and ultimately lvad placement. This was complicated by recurrent pleural effusions antiphospholipid syndrome and strokes (cva). The strokes occurred in the right prefrontal ((B)(6) 2014). No further information was provided.

Manufacturer narrative:
Section d1: correction.

Manufacturer narrative:
Section b5: additional information. No further information was provided. A supplemental report will be provided after the manufacturer's investigation.

Event description:
Additional information: per information reported by vad coordinator, the events occurred prior to the patient's left ventricular assist device (lvad) implant; since patient was on extracorporeal membrane oxygenation (ECMO) support to lvad support, it was unknown when the cerebrovascular accident (cva) occurred. The cva was seen on CT scan and the patient was asymptomatic. The patient remained fully functional on lvad with no residual from previous cva.

Manufacturer narrative:
Section d4 & h4: additional information

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported stroke and pleural effusions could not be conclusively determined through this evaluation. The account reported that the patient experienced a right prefrontal stroke and pleural effusions. The event dates were not known. The patient reportedly had no residual impact from the stroke and remains fully functional. The patient remains ongoing on vad support. The hmii lvas IFU lists stroke as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. The heartmate ii lvas IFU rev. H is currently available. Stroke is listed as an adverse event that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.